Event description:
It was reported that the iab was inserted in 2004. Approximately 24 hours later, the pt went to surgery. After surgery, while in the ICU, the pump experienced kinked catheter alarms. Seven days later, blood was seen in the helium tubing. Since a balloon rupture was suspected, the iab was removed. A reinsertion was not required. There were no associated pt complications.